Event description:
Heavy rotation.

Manufacturer narrative:
The report is delayed due to original classification of the case as non-reportable. Due to the recent FDA inspection we reevaluated the complaint in comparison to similar complaints with different outcomes and therefore determined that it is reportable. We have addressed this observation in CAPA-23-08.